Manufacturer narrative:
Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unit was received with stained serial number label, scratched case and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 7.5 mmol/l. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.